Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced a high blood glucose. The blood glucose value was 24 mmol/l. The customer was treated for the high blood glucose via insulin pen. Customer also stated that he the insulin pump had a motor error alarm. The product will not return for the analysis.